Manufacturer narrative:
Results evaluations: this hosp report of this event was due to the pt moving during the blood draw and not due to a device malfunction. No catalog numbers, lot numbers or samples have been retained for further investigation.